Manufacturer narrative:
Submit date: 10/12/2016. An investigation of kangaroo joey was for the reported condition of; the feed was completed and the alarm never went off. The unit was triaged and the complaint could not be confirmed. Kangaroo joey was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 5/2/2016 that a customer had an issue with a enteral feeding pump. The customer reports: the feeding was completed and the customer realized that the alarm never went off. The patient was being watched at the time of the incident and the pump was stopped immediately.